Event description:
The patient reports 'bladder pain' when the st. Jude scs is on. The pain goes away when the scs is off. After trying to recharge the scs the bladder pain was worse so the patient did not turn the scs on to recharge. Patient also reports that the scs was already moved once because it was too close to the skin surface and caused burning. They moved it deeper and may have moved it closer to the medtronic lnterstim system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).